Event description:
Related manufacturer reference number: 2017865-2023-42815. It was reported that an alert for high, high voltage lead impedance reaching the upper limit was seen on a remote transmission. A possible pocket encapsulation was noted. No intervention was performed at this time. The patient was asymptomatic.